Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: sientra requests to void this report as it is a duplicate of (B)(4), report# 1651189-2025-09081. Please refer to report# 1651189-2025-09081 for all updates. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to (B)(6) as no patient information has been provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Ultrasound detected rupture, side unknown.